Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that the swan ganz catheter was placed in the patient after cardiac surgery. After two to three days of use, cci value gradually decreased from about 2.5l/min/m2 to 1.5l/min/m2. The expected cci value was more than 2.5l/min/m2. The catheter position was checked and the catheter was in the correct position. The patient was not treated based on the incorrect value. Vig2 monitor and the cable were tested by the customer but there were no problems observed. Error message was not observed. No further information was able to be obtained. There were no patient complications reported.